Manufacturer narrative:
On 28 july 2016 it was prepared a final report with the information already reported in the previous reports. On 01 august 2016 it was sent to the initial reporter and the case was closed.

Manufacturer narrative:
At primary surgery, the patient received a total hip replacement for osteo arthritis. The primary cup was initially reamed very deeply and the surgeon performing the revision suspects that the medial wall may have been fractured during this procedure. The revision surgery was completed through the posterior approach and it was completed successfully. Batch review performed on 30 may 2016. Lot 147722: (B)(4) items manufactured and released on 25 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Since primary surgery, the cup continued to migrate medially and a defininted fracture appeared. Revision surgery was required to repair the fractured acetabulum and replace with another cup.

Manufacturer narrative:
On 10 june 2016 the medical affairs director performed a clinical evaluation based on the x-rays and commented as follows: cup migration and medial protrusion during the first two months after primary tha. It is very probably that the primary reaming has gone too deep, this was probably due to the shallow acetabulum of this patient. This has most likely weakened if not cracked the medial wall of the acetabulum and subsequently the cup migrated and perforated. This problem does not appear to be related to a faulty device performance.